Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the right coronary artery. After a non-bsc guide catheter was engaged, a 2.50x20mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon drawing back the stent into the guide catheter, the device became stuck and it was noted that a small segment hung up on the distal opening. Both devices were completely removed without adverse effect to the patient and the procedure was completed with a new guide and a 2.5x22mm non-bsc stent. No patient complications were reported and the patient's status was fine.